Event description:
Because parts of display were discolored on meter, pt hospitalized. Patient did not experience any symptoms. Patient was treated for low blood sugar. Medical affairs was unable to get a hold of patient and will be sending a letter to obtain more clinical information.